Event description:
Report received from FDA from anonymous reporter: "we have used an epilight machine for hair removal and found an unsatisfactory rate of hair re-growth. Reporters have also surveyed other members of the american society of plastic surgeons and found widespread dissatisfaction due to lack of effectiveness. There is a high frequency of burns (mostly 1st and 2nd degree). Reporter suspect data provided by esc for device approval are flawed by having researchers with financial ties to the co."